Event description:
A size #1 miller laryngoscope blade taken from the nicu airway box #3 was discovered to have a malfunction after attempt to intubate the patient. The light that is normally positioned in the middle of the blade had popped out of its normal location and had swung out laterally, therefore unable to provide adequate light for intubation. After discovery that the blade was defective, another blade was switched out and the patient was successfully intubated without event. I believe that the laryngoscope blade in questions was made in (B)(4). We use the size #00 miller blade on tiny premies, size 0 on standard size premies 1-2 kg and size 1 on term infants. There is a high and low base model that I believe are generally of excellent construction. We have been using these blades for 10-15 years. This is the first problem that I have encountered. I did not see the defective blade. The high base has a set screw that may have worked itself loose over time.